Event description:
The customer reported a leak when using the coulter hmx hematology analyzer with autoloader. The leak was less than 1 ml of clear fluid dripping from the manual sampling probe (secondary mode) of the analyzer. The leak was uncontained. A patient sample, run at the time the leak was identified, recovered an erroneous low white blood cell (wbc) result. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There were no erroneous test results reported out of the laboratory associated with this event. The operator was wearing gloves and lab coat when the leak was identified. There was no exposure to mucous membranes or cuts. There was no death, injury or affect to the user or patient treatment associated with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and confirmed the blood sampling valve (bsv) was leaking; the bsv was replaced and the mode to mode was verified, resolving the event.